Event description:
Three incidents of three different people involved where the wheelchair tipped over almost causing the patients to fall out of the chair. One incident involved a male patient with broken foot who leaned forward to get wallet out of pocket. Unable to obtain information regarding to other two patients involved. Contact was unable to say that all three incidents involved the same wheelchair.